Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic, the capture threshold was high, with lead impedance low and a sensing anomaly due to dislodgement. The lead was repositioned successfully. The patient did not experience any adverse consequence. The patient would be followed with regular follow up.